Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 474 mg/dl. Customer¿s current blood glucose was 395 mg/dl. Customer also experienced the low blood glucose. Customer declined the troubleshoot for low blood glucose. Customer states that during call blood glucose fall and went to 303 mg/dl. Insulin pump will not be returned for analysis.